Event description:
It was reported that the programmer generated a message of "serious programmer error." Follow-up determined that the programmer booted to the error. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error and therefore the hard drive was reconfigured and the software was reloaded and updated. Product ID: 229047 software analyzer. (B)(4).